Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 75 mg/dl. Caller states his normal results are about 120-140mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (75) and the highest normal result (140) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).